Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a vats lobectomy (indication lung cancer) procedure, the surgeon was stapling lung fissure with the device and green reload and hit a very hard piece of tissue (fibrosis) which made the knife stop in mid firing procession. Surgeon reversed knife with button and inspected tissue that was extremely hard. Surgeon noticed that two bumps/marks had appeared on the staple pocket-side of the anvil and therefore decided to unpack a competitor's device instead of taking the risk of using the device with damaged staple pockets. Not surprisingly the competitor's device could not do the job either and the knife stopped immediately, but since it wasn¿t damaged it was consequently used throughout the rest of the procedure. The hard tissue was instead successfully divided with an echelon harmonic device, and no harm was afflicted to the patient. The device was discarded.